Event description:
Same case as MFR report #: 2134265-2008-02709, -02711. Taxus express2 post market surveillance study. It was reported that 98 days following a coronary artery drug eluting stenting procedure, the pt was treated for in-stent restenosis. The index procedure treated two target lesions. Target lesion one was located in the proximal lad (left anterior descending) with 70% stenosis and measured 3.5x12mm. Target lesion two was located in the distal lad with 90% stenosis and measured 3.0x20mm. Treatment consisted of placement of a 3.5x12mm taxus express2 drug eluting stent at the proximal lad and placement of a 2.5x24mm and 3.0x20mm taxus express2 drug eluting stent at the distal lad. The distal lad stents were post dilated with a 2.75x21mm balloon. Ivus (intravascular ultrasound) was performed and showed a good result. The pt was discharged two days post procedure on asa and panaldine. Restenosis of the taxus express2 drug eluting stents was confirmed 59 days post procedure. The 70% restenosis was treated 98 days post procedure, using balloon angioplasty and the pt reportedly recovered. The pt was reported to be taking asa and panaldine at the time of this event. The physician assessed this event as related to the taxus express2 stents.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of this event is anticipated procedural complication.